Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that later on the same day as the implant procedure the patient experienced diaphragmatic stimulation. The lead was initially programmed off and the following day, reprogrammed. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.